Event description:
Rep reported that the hospital explained that the icp microsensor was working until that patient was removed from a CT scan. Rep explained that it was unclear if the patient was being monitored during the scan. When the patient was removed from the CT scan the monitor was reading -99. Rep had the nurse connect them to 3 other monitors and they all read -99. It was then decided to replace the sensor. It is believed that the device was damaged during the CT scan. Patient is doing fine after new sensor was implanted.

Manufacturer narrative:
Upon completion of this investigation, it has been noted that this complaint has been confirmed. The supplier performed this evaluation. During the evaluation, a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was also evaluated and the following observations noted: the sensor does not have any visible physical damage. There are multiple bends and fold in the catheter material. The electrical balance was off scale (>80 mmhg) - should be +10/- mmhg. Resistance r2 and r5 were off scale (>80 mmhg) - should be +3/- mmhg. The sensor failed noise test - in normal direction, noise reading is full scale (>8mmhg), should be =.35mmhg. No further testing was completed. Based on the above evaluation, the supplier was unable to determine the root cause of failure. However, the sensor does exhibit symptoms of esd exposure. At this time, no further investigation or corrective action is anticipated. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.